Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt, the subject device was programmed to unipolar and connected to the existing 5/6mm unipolar lead utilizing a medtronic 5/6mm adaptor. Since pacing failure was subsequently observed, the subject device and adaptor were not implanted.